Manufacturer narrative:
One tr band and inflator were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 13ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the band or inflation port. The sample passed leak testing. The sample was subject to additional leak testing per procedure 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 14ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. One tr band and inflator were returned for assessment, and the sample passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing and no damage or foreign matter was found in the check valve. No failure was detected on the returned device. Review of the device history record cannot be completed due to the unknown lot number. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: manager. H4: device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart catheterization via 6 french sheath, the tr band lost air. In recovery, they went to remove air and there was only 2 cc left when there should have been 8. There was 12ml's of air injected into the tr band when it was applied. After 1 hour the tr-band deflated. Hemostasis was achieved using the tr band. There was no harm to the patient, the patient was stable, and no blood loss was reported. There was no need for additional medical/surgical intervention. There was no blood loss. The device did not have noticeable damage. The device was not manipulated before use in any way - pre-use or during storage.